Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had two back surgeries, which were unrelated to the device/therapy, but, following these surgeries, they noticed they weren't emptying their bladder completely. They tried to resolve this issue by turning the stimulation up from 1.3 volts (v) to 1.6 v, but thought that was too high because they were going too regularly, noting they were going every hour. After this, they turned the stimulation down to 1.4 v. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who received a letter from the manufacturing company and was calling to answer the questions. The patient hasn't notified their managing physician about the inability to empty their bladder following the back surgeries (back surgeries are unrelated to device/therapy). The patient fell and broke their ankle so they adjusted their implantable neurostimulator (ins) themselves (fall resulting broken ankle are unrelated to device/therapy). No further patient complications have been reported as a result of this event.